Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on june 18, 2021 with lot number 2365356. Visual analysis of the returned device identified: underweight, opening, red particles in the surface of the shell, wear abrasion and crease fold. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported left side "rupture." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device was explanted.